Manufacturer narrative:
(B)(4)

Event description:
It was reported the device was implanted following a prior infection. The device had not initially been connected to the extension which had been coiled in the pocket and left in place. The device was later connected but he pt never received stimulation. It was unk which port the extension was placed in. Impedance values were >40000 ohms on everything except contacts 12-15 which were 1140, 2189, 3289, and 1071 ohms respectively. Group impedances read 536 ohms and 3.65 for current. The pt felt no stimulation at all when running up to 10.5 volts. The pt tended to use high voltage (9-10 volts) with the two prior devices. X-ray were performed which were negative for anything remarkable. A revision was being planned but the date was not yet determined. See MDR report # 3007566237201004809 and 3007566237201004810.